Event description:
During the procedure, a perforation was found in the lumen of the sheath. The needle was stuck in the lumen of the dilator and could not be advanced to the end of the dilator. After removal, a perforation was found in the lumen of the sheath.

Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the dilator had been perforated 1.65¿ proximal to the distal tip. A needle/stylet assembly from current abbott inventory was inserted and advanced through the dilator/sheath assembly ; however, the needle could not be advanced past where the perforation was located. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.